Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device, but couldn¿t duplicate the reported phenomenon. Omsc checked the device history record of the device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based on the evaluation result, it is possible that the endoscopic image was temporarily not displayed due to dust or dirt on the electrical contacts of the electronic connector. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the inspection before an unspecified surgery using the subject device, the color bar was displayed instead of the endoscopic image. The occurrence date of event is unknown. There was no report of patient injury associated with the event.